Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. Needle had marks on the cones. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a total laparoscopic hysterectomy procedure, while closing the cuff, one suturing device was hard to load. Two others had needles fall of during toggling. One needle fell off prior to taking the initial bite. Another needle came off and was lost in the vaginal cuff. The needle was retrieved by graspers. Surgical time was delayed by one hour due to the product problem. They opened a new device to complete the case. The patient was alive with no injury.